Manufacturer narrative:
(B)(6).

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 2:02 p.m., a sample from the patient was tested on the meter, resulting as 5.5 inr. At 2:06 p.m., a sample was collected from the same finger of the patient and tested with a new test strip on the meter, resulting as 2.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient is in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The test strips were not stored at room temperature. The temperature in the patient's room was 95 degrees. The test strip was not used within 10 minutes of removal from the vial. The patient stated that the test strip had been sitting out a while. The patient did not dose the test strip within 15 seconds of obtaining a sample. The meter had not been cleaned. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient has not had any symptoms of bleeding or bruising. The patient does not take direct thrombin inhibitors or heparin. The patient has not been ill and has not taken any new medications. The patient's coumadin dose has not changed. The patient has not had any diet changes. The patient controls salt intake for a heart healthy diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr, donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr, customer meter with masterlot strips: 4.0 inr. Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with masterlot strips: 2.4 inr . Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 5.5 inr alleged by the customer was not observed in the meter result memory. Upon review of the meter memory, the following discrepancies were observed: on (B)(6) 2018 at 11:07, the patient had a result of 3.9 inr and at 11:10 the patient had a result of 2.9 inr. On (B)(6) 2018 at 14:06, the patient had a result of 2.0 inr and at 14:38 the patient had a result of 2.9 inr.